Event description:
It was reported that channel 1 of a flogard infusion pump would not function. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was serviced on-site by a field service technician. A visual inspection revealed that the channel 1 door was damaged, confirming the reported condition. The cause of the damaged door was not determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. Should additional relevant information become available, a supplemental report will be submitted.